Event description:
It was reported that the patient was hospitalized with a blood glucose levels of 400-500 mg/dl. She was treated with insulin via perfusor. The patient had been experiencing e4 (occlusion errors) that she was having difficulty clearing. The patient was also experiencing issues removing air bubbles from the system. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.